Event description:
Pt underwent right total knee replacement under epidural anesthesia. At approx 1600 the next day anesthesiologist removed epidural catheter. While trying to remove - black tip of catheter not seen. CT scan confirmed epidural catheter retained at l1-l2 level.